Event description:
Customer reported experiencing high blood glucose of 400 mg/dl. Customer things she had a bad set. The device alarmed no delivery. Customer symptoms were nauseas. Customer changed the insertion site and blood glucose was going down. Blood glucose has been 300 mg/dl to 400 mg/dl, last was 391 mg/dl. Customer reported her thyroid was larger. Customer declined to troubleshoot the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.